Event description:
IV was inserted in 2008, in the left antecubital fossa. The nurse was discontinuing the IV two days later, when she noticed the catheter was broken. The catheter was successfully removed surgically with no other patient complications.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 18 june 2008.